Event description:
The customer reported obtaining high basophils percentage (ba%) results from a beckman coulter lh 750 hematology analyzer without instrument generated messages. The customer stated that the patients with high ba% results were run on an alternate lh750 analyzer as per the lab's standard operating procedure and the results were normal. The customer stated that no erroneous results were reported out of the lab and there was no change to patient treatment in connection with this event. The number of patients affected is unknown; however, the customer provided results for one patient.

Manufacturer narrative:
Service was not dispatched for this event. The customer bleached the flow cell and performed 'clearing flow cell clog' functions. Controls and samples with high ba% recovery were rerun and the instrument has not generated erroneous high ba% following bleaching. Issue was resolved by the customer through routine troubleshooting. Root cause of the issue is likely to be a partial clog in the flow cell. Eval summary: issue was resolved by customer.